Manufacturer narrative:
On 10-jun-2025: complained product will not be available.

Event description:
Brush head won't stay on while brushing... Pops off - oral-b [device breakage]. Case narrative: consumer via chat stated that the head won¿t stay on while brushing. No injury was reported. 10-jun-2025 product investigation results: complained product will not be available. No injury was reported.